Event description:
It was reported while using the cool path catheter during an ablation procedure, saline leaked from the proximal portion of the catheter handle. The catheter was removed and replaced with resterilized device. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.